Manufacturer narrative:
Unit passed displacement test and self test. Unit failed battery test including sleep current measurement and active current measurement due to corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.